Event description:
A cardioquip customer requested and internal water pathway replacement due to suspected device contamination due to discolored tubing. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 08/28/2025, indicating device contamination.

Manufacturer narrative:
A cardioquip customer requested an internal water pathway replacement due to suspected contamination from discolored tubing. Hpc testing was conducted to confirm the contamination, and the test results were outside of cardioquip specifications for water quality. The device has undergone repair, returning it to specification.